Event description:
Pt reports pump stopped pushing. No missed doses. No adverse events. Replacement pump sent. Serial number not provided. No other information known. Common variable immunodeficiency.